Manufacturer narrative:
Concomitant product: exoseal vascular closure device 6 french. (B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an angiogram, it was reported that when using the avanti plus for access, it was noticed that there was more difficulty to access than usual. The sheath may have been kinked or bent. The surgeon was able to continue with the procedure. Once he inserted the exoseal it would not pass through the sheath correctly. He had to remove both items and use manual compression to close the patient. The sheath is quite damaged and has split. No delay in surgery. No adverse event. Additional information received confirmed that the split was on the distal/med tip of the sheath. The sheath was not obstructed with particles that could have been injected into the patient. The exoseal and the avanti sheath were stored, inspected and prepped per IFU. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Per the user, he feels that the sheath may have been kinked during the procedure. The split in his words may have been sustained when he struggled to get the exoseal through the sheath. Pictures are not available.

Manufacturer narrative:
Complaint conclusion: during an angiogram, it was reported that when using the avanti plus for access, it was noted to be more difficult to access than usual. The sheath may have been kinked or bent. The surgeon was able to continue with the procedure. There was no reported adverse event to the patient. Once he inserted the exoseal, it would not pass through the sheath correctly. He had to remove both items and use manual compression to close the patient. The sheath is quite damaged and had a split. No delay in surgery. Additional information received confirmed that the split was on the distal to middle tip of the sheath. The sheath was not obstructed with particles that could have been injected into the patient. The exoseal and the avanti sheath were stored, inspected and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. It is unknown if the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Per the user, he feels that the sheath may have been kinked during the procedure. The split, in his words, may have been sustained when he struggled to get the exoseal through the sheath. One non sterile si avanti+ 6f std w/gw no obt was received inside of a plastic bag. The csi was received with an exoseal 6 french inserted. The sheath introducer was ruptured and kinked at about 2cm from its distal end; the exoseal device was analyzed and documented under (B)(4). Once the sheath introducer was removed from the exoseal device no anomalies were observed on the exoseal shaft. Functional analysis could not be performed because of the damaged conditions noted on the sheath introducer received (cannula ruptured and kinked). The received unit was analyzed under sem. The results showed evidence of scratches and perforation which goes through the whole thickness of the material. It is possible that an unknown object forced its way from the inside to the outside. Since no product lot number was provided no device history records review could be performed. The event reported as ¿catheter sheath introducer (csi) ¿ insertion difficulty¿ was confirmed and might be related to the observed damages (cannula ruptured and kinked). The event reported as ¿brite tip/distal tip - frayed/split/torn - in patient: brite tip sheath (other)¿ was confirmed because of the condition in which the product was received. The exact cause of this event could not be conclusively determined, however as per product analysis and event description information, procedural/handling factors might have impacted to the failures as reported. The product analysis does not suggest that the reported events could be related to the manufacturing process of the device. Therefore, no corrective or preventive actions will be taken at this time.